Event description:
It was reported that the account ordered starclose se part number (B)(4) and received the box of ten devices labeled starclose se (B)(4). When the box was opened the contents were starclose se part number (B)(4). One device was opened and the physician observed that it was the wrong part number (B)(4). However, it was successfully used to achieve hemostasis at an arteriotomy of a mildly calcified left common femoral artery. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. The other nine starclose se devices were not used and there was no patient involvement. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional starclose se devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned unused device confirms the devices contained in the chipboard box differ in part number and lot number from the information on the box label. A review of the lot history record did not indicate any anomalies during device build that could have contributed to the event. Per a review of internal records, the issue was caused by a missed inspection step in the distribution process. Both starclose devices part (B)(4) and (B)(4) are deployed in a similar manner and the use of either device would not result in an adverse patient effect.